Event description:
It was reported to boston scientific corporation that a resolution 360 clip snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address 1, address 2, city, zip/post code), and block h6 (device codes). Block h6 has been updated to code premature deployment deeming this a non-reportable scenario, due to additional information received on may 30, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Additional information received on may 30, 2024: the clip was able to release from the catheter.